Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion to treat degenerative disease. It was reported that 2 screws at the upper vertebra backed out. The patient complained of lower back pain. Bone union was not achieved yet.